Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed. Programming changes were recommended, but the physician elected not to make any changes. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored with routine follow-up.